Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the insulin gauge displayed multiple, inaccurate fill estimates. Reportedly, the insulin gauge decreases faster than expected. Blood glucose level was 150 mg/dl. Review of the pump data logs verified that the insulin gauge displayed a fill estimate of 5 units when the true volume inside the cartridge was approximately 55 units. Reportedly, the customer continued using the pump for insulin therapy.